Manufacturer narrative:
Com(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed as there was no voltage. No data was provided for investigation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.